Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4). Device not returned.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) in an acute myocardial infarction patient, the balloon did not insert through the sheath. The balloon was replaced to start therapy. There was no reported injury to the patient.